Manufacturer narrative:
Olympus reviewed its complaint systems for the period of january 1, 2006 until june 30, 2011 and could not identify any reports of a perforation from the user facility. Review of the complaint database noted that the subject device was returned to olympus regulatory affairs department for investigation of two reports of blurry image in 2006. Additionally, olympus reviewed the instrument service history of the subject device from the dates of january 1, 2006 until june 30, 2011, and identified a total of ten service events. Review of the service events did not identify any service findings that would likely cause a perforation per (B)(4). However, the review also noted that there were service findings where the subject device was found to have cracked distal end covers, reduced angulations, failed insulation testing and other findings that in conjunction with other factors such as patient anatomy, and condition, and user handling, could potentially contribute to a perforation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The reporter stated that a physician at the user facility reportedly claimed that there was an unidentified problem with the subject device and that it had caused or contributed to an unidentified number of perforations which had occurred in excess of a year previously. There was no detailed information provided regarding the alleged events, or the status of any patients alleged to be associated with these occurrences.